Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the struts perforated into organs and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, back and chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, four years eleven months of post deployment, helical images using computed tomography (CT) abdomen and pelvis was revealed that an inferior vena cava filter was identified. There was greater than 15-degrees of tilt of the inferior vena cava filter apex. Apex of the inferior vena cava filter abutted the wall of the inferior vena cava, that suggested embedment. There was perforation of the inferior vena cava filter struts beyond the wall of the inferior vena cava greater than 3 mm. A single medially oriented strut perforated into the aorta. A posteriorly oriented strut perforated into the vertebral body. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the struts perforated into organs and embedded in wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, back and chest pain; however, the current status of the patient is unknown.